Manufacturer narrative:
Device evaluation: evaluation of the explanted pump confirmed internal driveline wire damage that would have contributed to the reoccurring driveline fault alarms. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The driveline was tested for electrical continuity in the condition that it was received and the pump-end black wire produced an open circuit. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed that the black wire was completely severed. The black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed and reported under medwatch MFR. Report # 2916596-2016-02055. Furthermore, the patient's driveline fault alarms were likely triggered in response to this open circuit along the black wire. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline replacement procedure referenced in this section was reported under medwatch MFR. Report # 2916596-2016-02055. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, the patient¿s pump was exchanged due to reoccurring driveline fault alarms. Historically, driveline fault alarms had started in (B)(6) 2016, and a driveline replacement procedure was performed on "(B)(6) 2017." The alarms reoccurred and the patient was provided a non-grounded patient cable for use with the power module. The patient's status was being monitored and the decision was ultimately made to exchange the pump.